Event description:
The hospital reported that during an endoscopic vein harvesting procedure, spots were visible on the screen while using two dissection tips on the vasoview 6. They tried cleaning the tips; however, the spots still appeared. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Refer to MFR report number 2242352-2013-00249 for the related report.

Manufacturer narrative:
Investigation results: since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).